Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the user reported that after injection in attempting recap to detach the pen needle from the pen the outer cover was loose and it was difficult to detach the pen needle from the pen.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter: the user reported that after injection in attempting recap to detach the pen needle from the pen the outer cover was loose and it was difficult to detach the pen needle from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-10-27. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination and an attachment of the pen needle sample to a pen was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.